Event description:
New information received indicates that the pulse generator also exhibited high capture threshold. The pulse generator was explanted and replaced.

Manufacturer narrative:
The reported event of high impedance with a high pacing threshold was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.